Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives device with error 240.4150, 8100 (s/n (B)(4)). Case resolution: customer receives device with error 240.4150, 8100 (s/n (B)(4)). Explained to customer the problematic issue with the bottle side pressure sensor. Lvp bottle pressure sensor failure in bottle pressure sensor system. Assisted customer to edit the task list in system maintenance, analog sensor task. Test did not replicate a problematic fault. Biomed to run device in operate mode, to try to duplicate error message. Biomed to repair/replace the bottle side pressure sensor. Biomed will conduct repair, and call back if any further assistance is needed. End call.